Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp device. The fse stated that the machine was cleaned and they reseated the connections on the motor control pcb. The fse then noted after this there was no alarms or errors. The unit was kept on pumping with trainer and balloon for 2 hours, and the unit is now working properly.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an electrical fail code #50 intermittently. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.